Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer declined to troubleshoot for their high blood glucose reading. Customer changed the infusion set prior 15 minuets of the call. Customer was having high blood glucose reading issue for 8 month. Customer believed under delivery caused high blood glucose reading but the insulin exited after troubleshooting. Products will not be returning for analysis.